Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient did not properly set the infusion device to the volume of insulin inside the cartridge after performing a cartridge change. The patient did not receive insulin; the patient went to the hospital where she was treated for high blood glucose values. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.